Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a case the unit experienced an e-1 error. It was further reported that there was no patient harm.